Event description:
Plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving three separate products; associated MDR numbers: 1225714-2013-03674 and 2937457-2013-00427.